Event description:
It was reported that the ilet device failed to power on and displayed only a spinning circle, and the user transitioned to a backup ilet while a replacement was arranged. Symptoms included no clinical effects. Outcomes included no reported impact to health and no hospitalization. Investigation included troubleshooting and education with the customer and coordination of replacement supplies. Investigation of this device was confirmed and revealed a device startup malfunction consistent with an unresponsive sleep/wake function, with no alerts or alarms reported, and the affected pump unit was replaced. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce or verify a specific component failure during remote assessment.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.